Event description:
The complainant reported that a female patient (age unknown) underwent an injection electrocautery hemostasis procedure in order to treat an arteriovenous malformation in the colon using an injection gold probe device. It was reported that when the needle was extended, the tip of the device fell off into the patient. The physician removed the device from the patient and the injection needle remained intact with the parent device upon its removal. The distal tip that had separated was allowed to remain in the patient to pass naturally via peristalsis. The physician completed the procedure using olympus hemoclips. The patient was reported to have been in stable condition following the event.

Manufacturer narrative:
H4 - user facility was unable to supply the lot number of the device used, consequently, the manufacture date of the device is unknown. This device has not been received by this manufacturer, therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.